Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation, "hole in implant", ¿hole non-specific¿. The device has been explanted.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: ¿ deflation/use error: observed opening assessed as fold flaw opening. As per the investigation procedure opening crease particles wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.